Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-aug-2019 with the following findings: a review of the pump black box showed a pump reboot on (B)(6) 2019. The pump was not resumed by the user. There was moisture corrosion in the battery compartment. A leak test was performed and revealed the pump leaked at battery the compartment and display lens. The returned battery cap was undamaged and was able to fit securely. The pump powered on normally with no alarms occurring. No power loss or rebooting occurred during testing. The pump¿s cover was removed and moisture corrosion was observed on the printed circuit board and keypad flex connector. The complaint of a power issue was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.